Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory.

Event description:
It was reported the patient did not charge the ipg as recommended. As a result the ipg was inoperable and had a communication error. The patient last felt therapy in (B)(6) 2016 and he doesn't recall that last time the ipg was charged. Surgical intervention may take place to address the issue.

Event description:
The patient's ipg was explanted and replaced which resolved patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced. The patient's issue was resolved.